Event description:
A positive immulite 2000 hcg pt result was reported to the physician. Because the result did not fit the pt's clinical picture, the physician requested a redraw and a retest and these results were also positive. The original pt sample was retested using another hcg method and the results were negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant hcg results.

Manufacturer narrative:
In-house analysis of the pt sample indicates the cause for the positive hcg result is an interfering substance specific to this sample. The instrument is performing within specs. No further evaluation of the device is required.